Manufacturer narrative:
(B)(4). Sent date: 6/28/2016. Batch # m91279. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The reactivate alert screen was not displayed during testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4).attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the broken blade tip being returned with the device? Or, was the broken blade tip discarded? The broken tip was discarded.

Event description:
It was reported that during an transplantation nephro/kidney procedure, the probe was being used for mobilization and when the energy was delivered for the first time, the active blade broke and it was hanging, then they took out. It didn't fall on any tissue. Then they used the second new probe which was not getting detected in the gen 11 and was showing as reactivate the instrument. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.